Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided the caller through the following steps: removing the endoscope from the arm, rotating the endoscope base until the correct orientation appeared on the screen, pressing the clutch button on the arm holding the endoscope to cancel the guided scope change, and reinstalling the endoscope onto the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) controls at the console were reversed. Site explained that when attempting to move in one direction, the usm moved in the opposite direction. Prior to contacting technical support engineering (tse), the site had already reseated the endoscope three times without improvement. The procedure was completing as planned with no reported injury.